Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the mfc connector was found to be unseated to the connector panel. The mfc connector was reseated and the mfc retainer was installed to remedy the condition. Analysis for reports of this type has not identified an increase in trend.